Event description:
A physician reported that an ophthalmic plunger was pressed but could not be pushed and no chemical solution came out before surgery. Details of procedure and patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. One opened cannula, in a bag was received for the report of plunger could not be pushed, no chemical solution came out. Sample was visually inspected and found to be nonconforming. Foreign material in the ID of the cannula in the hub end was observed. The foreign material was sent to the particle lab. The particle analysis (ftir) found the foreign material to best match poly (ester urethane). A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation confirms the foreign material reported by the customer. The particle analysis found the foreign material to best match poly (ester urethane). Poly (ester urethane) is not a material that is used in the cannula manufacturing process or in the packaging process of the cannula. How and when the cannula tip got poly (ester urethane) in it cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes any visual nonconformances, including foreign material. The manufacturer internal reference number is: (B)(4).